Manufacturer narrative:
(B)(4).

Event description:
The customer reported there was leaking from the micron filter housing. There was a taxol line running and a staff member noticed a collection of taxol on the outside of the line above the point where the pump is entered. This is a major safety concern for staff. There were no samples returned due to the cytotoxic contamination. There were no pictures available. There was a free flow, tightness and one retain sample from the batch. There were no findings of any non-conformity and production documents showed no deviation related to the complaint at hand. No further root cause analysis could be done as the affected sample was not returned and are not available. Due to no returns being available exact origin of the link cannot be identified to determine the root cause of the leaking. Therefore, there is no product deficiency identified.